Event description:
A malfunction was reported on the pump by the customer, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer resumed insulin use, with instructions to call back if any issues arose again.